Event description:
It was reported that on (B)(6) 2025, the customer observed uncommanded c-arm rotation motion. The needle was not in the patient´s breast at the time of the event. A field engineer examined the device and found an issue with the compression assembly and switches. The field engineer replaced the compression assembly and switches, calibrated the assembly to the system and verified that the repair corrected the issues. System is now working according to the manufacturer specifications. No injury to patient or staff reported.